Manufacturer narrative:
An engineer from the device management department examined the device and found that a fault in the internal motor caused the machine to fail to deliver gas normally. No further information was provided or is available for investigation. It can be assumed that the motor has developed contact problems between the collector and the carbon brushes which cause speed fluctuations. These speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. It is furthermore obvious due to the non-moving piston and from the missing ventilation curves on the screen. The device design allows manual ventilation with the built-in breathing bag including gas dosage even in switch-off state - the user is able to at least bridge the patient support until a replacement device can be introduced. Manual ventilation is a common mode which is typically being used during induction and wake-up phase of the anesthetic procedure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the anesthesia machine suddenly shut down during use and an alarm was posted. Anesthesia machine was replaced. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.